Event description:
The day after the procedure, the patient had a stroke. The physician is unsure what the cause of the stroke is. The procedure went as expected and there were no performance issues with any abbott device.